Manufacturer narrative:
Additional suspect devices: product family: dbs-linear leads, upn: (B)(4), model: db-2202-45, serial: (B)(4), batch: 7071979. Product family: dbs-linear leads, upn: (B)(4), model: db-2202-45, serial: (B)(4), batch: 7074363. Product family: dbs-extension, upn: (B)(4), model: nm-3138-55, serial: (B)(4), batch: 7073043. Product family: dbs-extension, upn: (B)(4), model: nm-3138-55, serial: (B)(4), batch: 7073237.

Event description:
It was reported that imaging was performed which led the physician to believe that an infection was present. In addition, there was superficial redness, an open sore and some drainage at the incision site above lead extensions. The physician suspected an intra-cranial infection and explanted the entire system. In addition the patient was administered antibiotics. The physician does not feel that the infection was device or procedure related. A culture was performed however the results will not be provided. The patient is stable.